Event description:
A malfunction was reported on the pump, with a fault code identified as malf 12, and no significant events occurred before this issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.